Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) needed assistance with the helium indicator. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the helium was working fine, then it randomly alarmed a low helium alarm, stayed at 80 percent, stayed in red, and turning it made it go down. Replacing the tank, made the indicator still show red but it says it is full. Esp personnel walked the customer through the process of ensuring the new helium tank was seated appropriately and open, the customer verified a new, unopened tank. An image of the console screen showed a low helium alarm present, and helium indicator full but red. The helium pressure gauge showed the tank was full. Personnel told the customer to exchange the console with a replacement pump. Rebooting the console corrected the helium level indicator and resolved the low helium message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had occurred low helium alarm on a cardiosave iabp despite the helium tank showing full. She noted the helium indicator remained red and dropped during movement, even after replacing the tank with a new, unopened one. There was no harm ot injury reported to the patient.